Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert 38 indicating a motor stall on the ilet device; the user restarted the device, performed a dry run with no issues, and then completed a full supply change using new inset teflon 6 mm infusion set, cartridge, and connector, with blood glucose unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor alert. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.